Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 28th november 2018. The device was reported to have issued a flashing red status indicator, which had reverted to green prior to return to heartsine. Throughout the investigation, the green status led flashed as normal and the red status led did not illuminate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. The device was temperature cycled between 0-50°c for 48 hours and additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device flashes red light. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device flashes red light. There was no patient involved in this event.